Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2003 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Patient underwent further revision procedure on (B)(6) 2004 due to a loose acetabular cup. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2003 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Patient underwent further revision procedure on (B)(6) 2004 due to a loose acetabular cup. The modular head and acetabular cup were removed and replaced. Additional information revealed patient date of birth, and review of invoice history indicate date of second revision procedure occurred on (B)(6) 2004. Hospital records indicate date of revision procedure occurred on (B)(6) 2004.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This medwatch, 0001825034-2014-03334, is a duplicate of medwatch 0001825034-2013-01319.  This medwatch, 0001825034-2014-03334, is considered closed at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03334 / 03335).